Event description:
The customer reported that the device has a solid red with black edged x on the rfu window and no chirp. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).